Event description:
The patient reported he has received 04 (occlusion) error messages on his insulin infusion device today and his blood glucose reading is now at 500 mg/dl with his normal range being 150 mg/dl. He said his symptoms are thirst and dry mouth. He stated that prior to this call he tried to bolus 4 units of insulin through his infusion device, but he received an 04 message. The patient was instructed to check his bolus history and he stated he received 1.7 units out of the 4 units bolused. The patient was instructed to disconnect from his infusion headset and bolus through the tubing which went through without occluding, but he did not see any insulin come out. The patient was then instructed to run a prime and insulin started dripping immediately. The patient then reconnected to his infusion device and gave himself a 3 unit bolus of insulin which went through without error. Troubleshooting could not duplicate the issue during the call. On follow up, the patient stated his blood glucose was still slightly elevated and he had received another occlusion message when he tried to bolus. The patient was instructed to disconnect from his device and run a prime through the tubing and insulin came out without error. The patient stated it was time for him to change his infusion headset as it had been in for 3 days. On further follow up, the patient's wife stated the patient was doing much better and his blood glucose levels have been fine. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.